Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that attachment device broke. The little metal cover on the back of the device came off was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the knob was loose. It was further determined that the device failed pretest for check function of locking knob on tool coupling. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported from the (B)(6) that the sagittal saw attachment device broke. It was reported that the little metal cover on the back of the device came off. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.